Manufacturer narrative:
(B)(4). Customer has indicated product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: us157850, item name: m2a shell, lot #: 022410, item #: 157444, item name: m2a magnum head, lot #: 309130, item #: 139256, item name: m2a taper adaptor, lot #: 520360. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02432.

Event description:
It was reported during hip revision that the trunnion was difficult to remove. The stem and trunnion were removed and replaced. Attempts have been made and no additional information is available.

Manufacturer narrative:
Reported event was confirmed by review of the provided revision op notes which indicated there was difficulty removing the trunion. The revision op notes state there was significant metallosis surrounding the greater trochanter and proximal stem with incomplete fracture noted on the thinned greater trochanter. There was a difficulty of removing the trunion and a bone fracture was recognised possibly from the metal reaction. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.